Event description:
Patient reported pain and records indicate that intraoperatively there was tibial subsidence noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.